Manufacturer narrative:
E1: initial reporter phone no. -(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer lock adapter of a clearlink non-dehp extension set cracked when it was connected to the patient¿s catheter. This issue occurred when the patient was connected to a tpn (total parenteral nutrition) infusion. When checking the site of the patient¿s catheter, it was discovered that the male luer lock adapter was cracked and loosened from the cap on the catheter but was not disconnected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h11: the device was received for evaluation. A visual inspection was performed, and a broken luer lock was observed. The reported condition was verified. The cause was determined to be from a cracked sleep tap due to stuck material in the automatic machine and an inadequate segregation of material during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.